Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the smart remote manager was misaligned with adhesive loosening from fridge. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager and hasp had fallen off the fridge. A field service engineer (fse) the hasp was replaced with a type better suited for the fridge, and both components were reattached using new tape. The unit was booted up, and the remote manager was successfully tested using the open/close test in the hardware test application. Test results were saved and a picture of the results was uploaded to the feed. The system functioned as intended after the field service engineer repaired the device.